Manufacturer narrative:
The returned ingenio was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was exhibiting premature battery depletion. The recent findings showed that the device had depleted from 2 years and 12 weeks remaining. Within approximately 6 weeks time, the device depleted further and was showing 2 years and 6 weeks remaining. Subsequently, the device was explanted and replaced. No additional adverse effects to the patient were reported. This device was received, and analysis was completed.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include the final analysis results. (B)(4).

Event description:
It was reported that the pg was exhibiting premature battery depletion. The recent findings showed that the device's battery longevity had depleted by 4 years. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.